Event description:
During a typical atrial flutter re-do ablation using an ensite x mapping system, there was a delay to the procedure due to a communication issue on the ensite x amplifier port. After insertion the tacticath se catheter was not being visualized within the procedure. The following troubleshooting steps were performed: ampere connect cable was reseated, tactisys rf cable was reseated, ensite x was fully rebooted, the tacticath was exchanged, the ensite x display workstation and amplifier were restarted, and the ampere connect cable was reseated. None of these troubleshooting resolved the issue. The system was switched to an ensite precision system used with the second ablation catheter, tactisys, and ampere generator to complete the procedure with no adverse consequences to the patient. The following day, the ampere connect cable was exchanged and the original issue persisted. Finally, the amplifier was replaced, and the issue was resolved. The issue was confirmed to be the port on the front of the ensite x amplifier.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One ensite x amplifier was received for evaluation. The field reported event was able to be duplicated by ic short test and physical port manipulation. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to an intermittent electrical open between the ablation port and the front panel assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.